Manufacturer narrative:
(B)(4)

Event description:
A (B)(6) yo female with history of a congenital complete heart block presented for extraction of three cardiac leads due to cied/system pocket /infection and erosion at the device generator site. The leads were prepped with spectranetics lld's. A 14fr. Glidelight laser sheath was used to attempt extraction of the newest lead mdt 5076. After several laser activations there was stalled progress in the area of the innominate/svc junction and a drop in blood pressure was noted. The decision was made to do a sternotomy and the injury was identified as a severe innominate to mid svc tear, greater than 4cm in length. After multiple attempts to repair the defect the patient was pronounced dead due to exsanguination resultant to the injury. The physician noted that the leads had become endothelialized and the injury/complication was unavoidable and unrepairable.